Event description:
Depuy acromed received a complaint that a songer cable broke and an isola cable was unable to be crimped during a hip cerclage fracture surgery. Surgery time was extended by over 45 minutes. There were no other adverse consequences to the pt. The cables were not returned for evaluation so the complaint cannot be verified. Both the songer cable and isola cable are intended for use in the spine, and are not indicated for use in a hip cerclage surgery. Due to the contraindicated use of the cable, it is likely that excessive forces were placed on the cables, causing them to either break or not properly crimp as intended. No further evaluation is required.